Event description:
New information indicated the lead noise resulted in an event of inappropriate therapy.

Event description:
It was reported that the patient was seen in clinic and the right atrial lead exhibited an impedance measurement anomaly, noise, and intermittent loss of capture. The lead had fractured and insulation damage was noted. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found clavicular crush at 28.5cm from the connector pin. In this location., the outer and inner insulations were damaged and all five filars of the outer coil were fractured. This damage likely caused the reported complaints.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.